Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, half of the display screen was black and the graphics and text were not visible. Customer's blood glucose was 176 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.